Event description:
Usage started in 2003, up until now. The pain I am having started about a year ago. Dose or amount: fixodent. Frequency: 2x a day. Route: oral. Diagnosis or reason for use: denture adhesive cream. Event abated after use stopped or dose reduced?: no.